Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation on his right side. As a result, the patient underwent a lead revision on (B)(6) 2017 where an additional two 3186 leads and ipg were implanted to help cover this target area. The existing system was untouched as it captured the left side effectively. Effective coverage was restored post-op, including the patient¿s right side.